Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 01529 and MFR 01540.

Event description:
It was reported that during a therapeutic resection of myoma, three electrodes of the high frequency resection electrode device ruptured/broke. Reportedly, the electrodes failed from the beginning of the procedure, causing a delay of a few minutes while the patient was sedated. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The blue insulating tube has melted, and the electrode wire has broken off in the area of the ceramic insulation. The broken fragment is missing. The remaining electrode wire has an hf current contact marker and is deformed. Based on the results of the investigation, it is likely the following led to the malfunction: wrong handling, excessive force. The distal end of the loop was brought into contact with a conductive material or in its immediate vicinity, resulting in a sparkover. In such a case, a high current flow is concentrated on a single point of the loop wire. The high current has the potential to generate so much current for a very short time that the material melts immediately and then solidifies again. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.